Event description:
Event: expired device used. Event description: a patient underwent ultrasound renal denervation procedure on (B)(6) 2026 using a paradise catheter that had expired on 31 jan 2026. The paradise catheter was inspected prior to use and the packaging and seal was intact. The procedure was completed successfully, and no procedural complications or patient injury/harm was reported for the procedure.